Manufacturer narrative:
The returned instrument was received in its inner and outer blister and covered with the tyvek foil, showing the lot information. The instrument evidently shows macroscopic sign of damage, namely that the metal tube is bent, and the tubing is torn off. The returned product was visually inspected with the aid of a photomicroscope using various magnification. The visual inspection shows the damaged soft tip in detail as well. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the defects occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer's complaint is therefore confirmed but the root cause cannot be identified by this investigation. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damages to the instrument occurred. Therefore, a root cause for the customer's reported event could not be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tube was disconnected when connected during surgery. The surgery was completed after replacing the product with another one. No patient impact was reported.